Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was being prepared for use in the lungs in a tracheoesophageal fistula procedure to be performed on (B)(6) 2024. During preparation, the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter email) has been updated. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional and microscopic inspection found a pinhole located approximately 16 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole causing a leak in the balloon. The pinhole found in the balloon may have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The customer reported the balloon was pre-inflated outside of the patient; however, the IFU states, "precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve".

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was being prepared for use in the lungs in a tracheoesophageal fistula procedure to be performed on (B)(6) 2024. During preparation, the balloon was leaking liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.